Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician completed a novasure endometrial ablation on (B)(6) 2016 and the physician noticed "the patient appeared to be over ablated". There was no bowel burn; however, the "fundus and seating area [of the electrode array] seemed burnt and had a lot of blanching". The patient was fine. On 10/26/2016, it was reported the "patient had no other related issues and is doing well".